Event description:
The customer reported that there was a pacing failure during care of a pt. The customer reported that "it doesn't trigger changes." The users switched to a different defibrillator to deliver therapy. The involved pt died but the customer has reported that the device behavior did not impact the pt outcome. The pt died "some hours" later.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.